Event description:
It was reported that the user announced a meal as less than usual after consuming v8, apple slices, and peanuts, then experienced elevated blood glucose readings up to 254 mg/dl for approximately two hours while using the ilet, and sought guidance on whether to announce an upcoming dinner; they were advised to announce the next meal as normal to avoid another spike. Symptoms included hyperglycemia. Outcomes included no injury, no medical intervention beyond routine self-management, and no hospitalization. Investigation included a customer care troubleshooting and education session focused on meal announcement practices and allowing the ilet to correct. Investigation of this case revealed no device malfunction and suggested that an incorrect meal size announcement likely contributed to the postprandial hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user-related meal announcement behavior.